Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an ipg implant procedure on (B)(6) 2026, the cervical lead was pulled out by the physician. As a result, the lead was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.